Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at less than 6 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic inspection showed kinks 25.1 cm and 26.6 cm from the tip. A pinhole in the balloon was confirmed over the proximal marker band. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at less than 6 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.